Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx0743 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the extension tube disconnect from red and white site. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a disconnected luer hub is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong nxt connector was returned for evaluation. An initial visual observation showed the red flushing luer hub was detached from the extension tubing and oversleeve of the proximal connector piece. Use residue was observed on the returned sample and the ink on the oversleeve and extension tubing was observed to be worn and faded. Very sight tensile weakness was observed in the extension leg tubing of the proximal connector piece just distal to the white oversleeve. A microscopic observation revealed no damage on the disconnected red hub. The inner diameter of the extension leg tubing was observed to be rough and slightly damaged. The surface of the proximal ends of the extension leg tubing and the white oversleeve were found to be smooth and undamaged; suggesting these were the manufactured ends. The damage observed on the inner diameter of the proximal end of the extension tubing suggests the red luer hub was connected to the extension leg at one point in time, and the lack of damage observed on the luer hub and the tubing of the oversleeve and extension leg suggest the red luer hub became detached due to excessive tensile (pulling) force, which was most likely applied during use. A lot history review (lhr) of redx0743 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the extension tube disconnect from red and white site. No other information was provided.